Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited low, out-of-range shocking lead impedance measurement of less than 20 ohms. Subsequently, the field representative called to inform that the alert was possibly due to electromagnetic interference (emi). Additional information was received indicating that the cause of the out-of-range impedance measurement was not determined. The patient will be monitored through routine follow-up. No adverse patient effects were reported. The system remains in service.